Manufacturer narrative:
Attempts were made with the customer to obtain additional information however, no additional information was received. Date of event: unknown. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface which came in contact with a patients unknown eye. The surgery was completed successfully by switching out the patient interface. There was no patient injury and/or complications were reported. No other information was provided.this report is 1 of 2 reports.

Manufacturer narrative:
Correction: section h4: device manufacture date was noted as aug 18, 2022 in the initial report. The correct manufacturing date is aug 17, 2022. Additional information: section h3: device evaluated by manufacturer yes. Device evaluation: one patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue is confirmed manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.